Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, visualization of the scope was noted to be poor. Reportedly, the airflow was also compromised. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: device code 1304 captures the reported event of center image lost. H10: a fuse 1g gastroscope was returned for analysis. A functional evaluation was performed and the reported issue of no air flow and poor water flow was confirmed due to clogged air channel. The o-ring at the air/water connected was damaged. The air/water channel and connector was replaced to resolve the issue. The reported airflow compromised was confirmed. However, the reported poor visualization complaint was not confirmed. The cause of the reported failure is due to clogged in air channel. There wasn't enough information available to determine the exact cause of how the foreign material got into air channel. Therefore, the assigned investigation conclusion code for this complaint is designated as cause not established. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, visualization of the scope was noted to be poor. Reportedly, the airflow was also compromised. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.